Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable. The instrument was placed on an in-house system and the loose cable was noticed, which prevented the instrument to perform the clip test properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument would not hold the clips. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.